Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was damaged during insertion. The device was simply removed from the patient and the procedure was completed with another 2.75x20mm and 3.5x12mm synergy stent. No complications were reported and the patient's status was good. Synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to 2 central stent strut rows with the struts lifted from stent profile. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was damaged during insertion. The device was simply removed from the patient and the procedure was completed with another 2.75x20mm and 3.5x12mm synergy stent. No complications were reported and the patient's status was good.